Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted due to erosion and infection. The patient was treated with antibiotics and no patient adverse effects were reported as the result of the extraction procedure.